Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when the doctor was placing the PICC, there was no abnormality with the guide wire. But when the guide wire was withdrawn, it was found to be bent and forked. No patient injury was reported.